Event description:
Patient's filter appears inverted post-placement. It could not be grasped by a snare and removed. Fortunately, the device did not migrate. A second device (an "argon option") was placed upstream from (below) the first one approximately 2 years ago to capture clot burden to keep first one from migrating. The patient has since expired.the inferior vena cava (ivc) filter is placed by interventional radiology (ir) to protect patient from deep vein thromboses (dvt's) because the patient can't tolerate other clot prevention therapies. It can be placed using either a femoral approach or an internal jugular approach and, either way, it must be oriented so that, when expanded, a small hook is downward and small barbs are upward. This means that the delivery of the device must be in consideration of the approach being taken for, if it's done wrong and the device is inverted, the barbs won't properly affix the device to the ivc wall and it will potentially migrate to the right atrium.